Event description:
Information was received indicating that this ambulatory infusion pump exhibited under infusion. The patient stated that the pump was not functioning as efficiently as their other pump and that there is medication left over after infusion. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one cadd legacy pump was received for evaluation. Delivery accuracy testing was completed and the pump's average delivery error was found to be within the published specification of +/-6%. In addition, stimulated use testing found the pump functional within specification. No accessories or disposables used in the infusion system were returned for investigation of the under infusing issue. Based on the investigation, the complaint was not confirmed. No fault was found with the returned device.